Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The customer called technical support engineer (tse) to report that the syncroseal instrument jaws were not following the surgeon¿s right hand opened/closed grip. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported event. Fse reviewed logs, tested both master tool manipulators (mtm) and all arms with multiple instruments. Fse could not replicate the customer reported issue. The system was working properly, and no additional action was required as the issue was resolved. An RMA was not issued for return, and isi did not receive the product for failure analysis. The complaint was not confirmed based on field evaluation. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal jaws were not following the surgeon's grip on the right hand. Sometimes the jaws remained open when the grip was closed, and at other times, the jaws stayed closed when the grip was open. The issue had been noted previously. Logs were not available at the time of the call, but the site continued with the procedure.